Event description:
It was reported to philips that the system was not booting. The device was outside of clinical use at the time of the event. No harm to the patient or user was reported. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. According to the additional information acquired, the system was not in clinical use at the time of event. Analysis of the log files could not confirm any malfunction with the system. A philips field service engineer (fse) inspected the system onsite and confirmed the reported event. During troubleshooting, fse found sata cables (sata stands for serial advanced technology attachment, this connects storage devices to a computer's motherboard) between the hard drives and the single board computer (sbc) were bad. Also, fse noticed that the system does not recognize the 'w' drive, which is used to make backups of the system. To resolve the issue, fse replaced the backup hard drive and remapped it and also replaced the sata drive cables and performed a backup of the system. After the replacement of backup hard drive and sata drive cables, the system was returned to use in good working condition. The codes were updated based on the investigation outcome.